Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer stated that they experienced high blood glucose of 344 mg/dl, 338 mg/dl. Customer was able to clear the alarm but unable to rewound the pump. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer did not allege pump was under delivering. Customer states pump was not exposed to a high magnetic field. Customer was treated with insulin pump and syringes. Customer stated that auto mode was active. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime or seating test, basic occlusion test, occlusion test and rewind test. No pump error 37 noted during testing. The motor was tested outside of the device and passed.